Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, the right ventricular lead was capped. Lead fracture was observed; no other anomalies noted. The patient was in stable condition during and post-procedure. The procedure was uneventful.